Event description:
Pulmonetic systems, inc. Received a call from a representative in 2002. The representative reported the following problem: patient found deceased. Family members indicated while doing CPR they noticed ventilator was still running without alarm. Upon further investigation: nurse found pt in distress. No alarms noted from ventilator. Tubing had disconnected at the trach. Ventilator not functioning, front panel lights, on but no "jet sound". Patient placed on floor for CPR, no audible alarm noted during this time.